Event description:
The dealer reported that the crossbrace on the wheelchair broke. This could cause the chair to be unstable and the user could fall out of the chair or the chair could collapse with them in it.